Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination revealed that the hexlobes on the final tightener¿s distal tip had become stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the hexlobes on the final tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage is consistent with a final tightener that was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The moss miami x25 final tightener is not being returned for evaluation. Therefore, the reported device failure cannot be confirmed as no product sample has been returned for evaluation. A review of the device history record did not find any issues that could have cause or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the moss miami x25 final tightener we are unable to confirm the reported issue or identify the root cause. No further action is necessary at this time as the device was not returned for evaluation, thus unable to confirm the reported issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driver tip was stripped when the surgeon fastened set screw during the surgery on (B)(6) 2018. The surgery was completed by using alternative driver shaft (p/n and lot number were unknown). There was less than no surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.